Event description:
During biomed testing the device displayed "defib disabled," "pacer disabled," and pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a disconnected flex cable.